Manufacturer narrative:
B5: describe event or problem - updated to account for pericardial effusion and drainage. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated h6: patient codes- updated to include pericardial effusion. H6: impact codes- updated to account for drainage of the pericardial effusion.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after six (6) partial recaptures the closure device was positioned properly. The closure device was released from the core wire and successfully implanted in the laa. After the device was released transesophageal echocardiogram (tee) images showed that there was a long flexible thrombus attached to the closure device. The patient received a bivalirudin drip to treat this event. The patient was brought to the ICU to remain under observation. Neurology checks were performed and did not show any issues. Tee images one day post procedure showed that the thrombus had resolved. The patient has since been discharged from the hospital. It was further reported that the patient experienced a pericardial effusion requiring percutaneous drainage on (B)(6) 2023.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after six (6) partial recaptures the closure device was positioned properly. The closure device was released from the core wire and successfully implanted in the laa. After the device was released transesophageal echocardiogram (tee) images showed that there was a long flexible thrombus attached to the closure device. The patient received a bivalirudin drip to treat this event. The patient was brought to the ICU to remain under observation. Neurology checks were performed and did not show any issues. Tee images one day post procedure showed that the thrombus had resolved. The patient has since been discharged from the hospital.